Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and customer declined to troubleshoot. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, unexpected restart error test and displacement test. No unexpected restart error alarm, external ram crc error alarm or battery out limit alarm noted.